Manufacturer narrative:
Results: the coil has visual damage, and is broken the coil stretch resistant (sr) wire is broken and the proximal constraint ball is not longer attached. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that during the attempt to deliver the coil 400, it prematurely detached. After multiple manipulations of the coil, the microcatheter kicked back out of the target vessel into the internal carotid artery and the coil began to curl. After additional manipulation and attempts to remove the device from the patient, the coil detached from the pusher assembly. Based on the evaluation of the returned product it is likely that the sr wire broke under excess tensile force during manipulation of the coil in the patient. If the coil is mis-handled or the tensile force exceeds the tensile strength specification of the product, this type of damage will likely occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00167.

Event description:
Patient was undergoing treatment for cerebral infarction. The px400j microcatheter was deployed near the shunt while approaching the cs through the right ic. Six coils pc400 coils were successfully placed. While positioning the seventh coil the microcatheter was moved back and forth a couple of time, and was kicked backed from the cs into the ic. Subsequently, the coil began to curl. The physician then attempted to withdraw the coil and pulled it back into the catheter for the length of two loops and felt no resistance. He thought that the coil became unraveled and pulled back the delivery pusher, but the coil did not come back. The physician brought the microcatheter and the coil into the guiding catheter, however, only the microcatheter could be pulled back because the distal end of the coil was hooked on the guiding catheter. Subsequently the guiding catheter with the coil was removed together. The coil was not unraveled, but about 5 cm of the proximal part of the coil was deformed. During the procedure the six other coils moved from the cs to the ic, so a codman neurovascular enterprise stent 28 mm was deployed. The procedure was finished with another company's coils through the right ij. Physician comment: the coil was detached too soon because the nitinol sr wire broke.